Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced. There were no patient symptoms or ill effects before or after the procedure.